Manufacturer narrative:
Block b3: exact date unknown, event occurred two to three months prior to the date the manufacturer became aware.

Event description:
It was reported that patients implantable pulse generator (ipg) would no longer hold a charge or communicate with the remote control. It was also noted that the patient no longer felt stimulation and charger would make beeping noises indicating end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.